Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm was received. There was no notable events prior to the alarm and the speaker holes had been covered. The customer removed the obstruction and after five minutes, the alarm cleared. Blood glucose was 250 mg/dl.